Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm; model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg); model#: sc-4316, lot #: 15208105, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s leads had eroded through her subcutaneous tissues and had come to the surface of the skin. The patient underwent an explant procedure.